Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was an attempted reposition procedure due to increased thresholds. The physician could not retract the helix mechanism during optimal placement, and observed pace lead impedance measurements greater than 3,000 ohms with noise. Upon further testing, this lead appeared to be fractured and the physician was unable to pass the stylet through the lead successfully. Subsequently, the implanted device was reprogrammed to aai and this lead remains implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should different information be provided.